Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit due to an elevated blood glucose level of 600 mg/dl and high ketones. Customer was treated with intravenous saline and insulin, and was released from the hospital four days later with no permanent damage. Reportedly, the cause for the event was due to an occlusion alarm and an auto off alarm occurring. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.